Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 18, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the handpiece revealed that the handpiece was received with the plunger rod in the advanced and locked position. Plunger rod tip damage was observed, and is consistent with a handpiece that was dropped. The external assembly was inspected, and no issues were identified. No lens was received inside of the cartridge. Visual inspection of the lens revealed that it was received separately from the handpiece. The lens was cleaned, and no issues and no lens damage were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported lens damaged and stuck in cartridge with a model pcb00 tecnis itec preloaded device. There was no patient involvement. No additional information provided.